Event description:
New information received notes that right ventricular lead noise had re-occurred. No intervention was performed. Patient condition was stable and patient would continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a routine device check, two high ventricular rate electrograms (egms) with what appeared to be rv lead noise or possibly emi were observed. The noise was not reproducible with isometrics. No programming changes were made. The patient was stable and will continue to be monitored.